Event description:
A pasv PICC was placed for therapeutic purposes. Less than a wk after placement, upon infusion, a leak was noted distal to the suture wing. The procedure was completed with another device.